Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that at robot start for a surgery a communication error occurred. Later during surgery, during the leksell frame registration it was reported that a second communication error occurred.

Manufacturer narrative:
It was reported that there were two communication errors: one at robot arm connection and one during the registration. Investigation confirmed that two communication errors occurred. The first one was due to a shared memory problem. The second one was due to an over force applied on tool or to a collision or to a pinched cable. Not enough elements are provided to determine the root cause for this second issue.

Event description:
It was reported that at robot start for a surgery a communication error occurred. Later during surgery, during the leksell frame registration it was reported that a second communication error occurred.